Event description:
Report received of an overdelivery of vasopressin due to operator error. The pt had 5 solutions infusing via one central line. The solutions were vasopressin, epinephrine, milrinone, nipride, and insulin. The vasopressin concentration was 100units/100ml. Reportedly, the pt was received in the ICU from surgery with the vasopressin infusing in the ml/hr mode of delivery at a rate of 1ml/hr. The nurse in the ICU attempted to change delivery to the dose calculation mode in units/minute. The nurse inadvertently entered a dose of 1unit/minute instead of the intended 0.01units/minute, which calcualted a delivery rate of 60ml/hr instead of the intended 1ml/hr. This resulted in an overdelivery of vasopressin. Reportedly, within 4 minutes of the rate change, the pt had acute mottling from the chest down to the toes. The pt's systolic pressure was reported as 180mmhg. The nurse reported that the pt went into ventricular tachycardia which was treated with amiodarone. When the pt developed symptoms, the rate error ws noticed and was corrected. After the event, the pt remained intubated due to the surgical procedure, but was breathing on their own. The pt was moving all extremities, and it was reported that their "pressures were holding". The pump was not removed from clinical service. The nurse reported that it was not a pump malfunction, but a user error. Though requested, there was no further info available.